Event description:
During a review of the programming history available to the MFR, it was observed that a partial programming event occurred on (B)(6) 2008, which changed the pt¿s settings to 0 ma. A final interrogation was performed as recommended in MFR labeling, however the unintended settings were not corrected prior to the pt leaving the office. It wasn¿t until (B)(6) 2008 that the pt¿s settings were corrected.

Manufacturer narrative:
Analysis of programming history.